Event description:
Pt uses home infusion pump for daily tpn via central line. Pt required admission to hospital on (B)(6) 2011; and was told to bring tpn infusion pump to hospital. Pt and husband attempted activation of pump - without success replacement pump provided to pt.